Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Itw as reported that the battery depleted too quickly and the pump shut off. The pump was connected to a power source and was turned back on. Subsequently, a malfunction alarm was displayed. There was no reported impact to the customer's blood glucose level. Reportedly the customer had manual injections as alternate insulin therapy.